Event description:
Following deployment and ballooning of a gore excluder aaa endoprosthesis contralateral leg component, the pt was identified with a ruptured left common iliac artery. Hemostasis was achieved, and the vessel successfully repaired through surgical intervention. The pt reportedly tolerated the procedure well.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been requested.